Event description:
Device disengaged prematurely preventing anchorage of spinal cord stimulator lead. Another fixate device had to be opened to anchor lead. No mention of product malfunction in procedural note. No patient harm; no affect on outcomes.